Event description:
It was reported that while using a bd vacutainer® eclipse¿ signal¿ blood collection needle, the cannula broke off and a needlestick injury occurred post use. The following information was provided by the initial reporter: "pt attended at approximately 11:00, requesting routine blood tests for hr of a new job. Pt provided kit to be used for the test, disclosed hiv pt. Following collection of two vial of blood, the tourniquet was released, and the needle removed from the arm of the patient. On closing the needle safety device, the hinge clip snapped, causing my thumb to push over the top oft the needle and impale thumb tip on needle.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for damaged shield with the incident lot was observed. The most likely root cause is plastic flash on the pivot shield which created a tight fitment between the pivot shield and collar; thus, restricting the movement of the pivot shield forcing it to break off. In review of historical pir data this appears to be an isolated incident and not representative of the overall batch quality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer¿ eclipse" signal" blood collection needle, the cannula broke off and a needlestick injury occurred post use. The following information was provided by the initial reporter: "pt attended at approximately 11:00, requesting routine blood tests for hr of a new job. Pt provided kit to be used for the test, disclosed (B)(6) pt. Following collection of two vial of blood, the tourniquet was released, and the needle removed from the arm of the patient. On closing the needle safety device, the hinge clip snapped, causing my thumb to push over the top oft the needle and impale thumb tip on needle.